Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined to reseat row board cables. A field service engineer troubleshooted and found an invalid cubie error. So, they reseated row board cables to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had multiple invalid cubie errors. The customer reported that an issue occurred when trying to issue medication and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.